Manufacturer narrative:
Information regarding initial reporter: occupation: unknown. Investigation evaluation: the investigation determined that the returned barrel only contained 5 of the 6 bands and the 6th band was found laying inside the tray. All other components of the product were present in the return. The handle was observed to be in the two-way position. The beads were inspected under magnification and there was no evidence of flash or other damage. The trigger cord was found to be damaged and frayed and contained a large loop which resulted in a shortened distance between the knots of the cord. The length of the trigger cord was measured at 136cm between the knots which is not within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The photos provided to aid the investigation did identify the frayed trigger cord but did not show the prematurely deployed band as all bands were still on the barrel at the time the picture was taken. Investigation conclusion: a definitive cause for this observation could not be determined as the original photo provided shows all bands on the barrel of the device and the returned device kit contains one loose band. It is unknown what occurred between the original photo and the return of the device. However, it is possible the band detached in the package during the process of preparing the device for return or transit. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an esophagogastroduodenoscopy (egd) procedure, the physician opened a cook 6 shooter saeed multi-band ligator. The returned sample from a previous complaint was evaluated by quality engineering on 20-jan-2020, for the trigger cord frayed. Upon opening the sample box, it could be seen that the tray contained one single band that had been deployed from the barrel. This occurred prior to patient contact; there was no impact to the patient.